Manufacturer narrative:
(B)(4). D10: unknown femoral component, unknown lot and item#. Unknown bearing, unknown lot and item#. G2: foreign: germany. Literature: julius watrinet, philipp blum, michael maier,stefen klingbeil,stephan regenbogen,peter augat,rolf schipp,wolfgang reng (2024) undersizing of the tibial component in oxford unicompartmental knee arthroplasty (uka) increases the risk of periprosthetic fractures. Arch orthop trauma surg 144, 1353¿1359 (2024). Https://doi.org/10.1007/s00402-023-05142-z. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that one patient part of the cementless group experienced a tibial periprosthetic fracture on day 36 post-op without implant mismatch size s femoral/a tibial components. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. H3: product information is unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information at this time.